Event description:
It was reported that during a case call the user experienced a low blood glucose event while using the ilet system, with a nadir of 72 mg/dl, and the user¿s caregiver administered oral glucose, after which the blood glucose improved without further incident. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included oral glucose intake without hospitalization or emergency care. It was concluded that the event was user-reported hypoglycemia of unclear etiology with resolution after oral carbohydrate administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.